Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial # (B)(4), product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (concentration of 5mg/ml, dose of 0.76mg/day) via an implantable infusion pump for non-malignant pain. It was reported on (B)(6) 2016 that the patient was going to get an MRI to check the status of the catheter. Specifically, to check and see if the catheter was pulling on some nerves. It was stated the patient was having some pain going down his left leg. When he went to see his healthcare provider on (B)(6) 2016 the patient and doctor decided to look in to doing an MRI. The patient¿s status is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.